Event description:
It was reported that during a procedure this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode and a result turned off the minute ventilation (mv) sensor. The noise on the right ventricular (rv) channel was oversensed. Additionally, the right atrial (ra) lead channel registered high out of range pacing impedance measurements higher than 3000 ohms, which was expected since the ra port appeared to have been plugged. Technical services (ts) was contacted and walked the caller through the process to turn mv back on. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that during a procedure this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode and a result turned off the minute ventilation (mv) sensor. Additionally, the right atrial (ra) lead, which appears to have the port plugged, registered high out of range pacing impedance measurements higher than 3000 ohms. The right ventricular (rv) lead also registered pacing impedances higher than 3000ohms and noise. Technical services (ts) was contacted and walked the caller through the process to turn mv back on. This crt-d remains in service. No adverse patient effects were reported.